Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cells. The cracked covers and the two failed load cells were likely attributed to mishandling, such as a drop. Visual inspection showed that the front enclosure and top cover were damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, the top cover was chipped and broken at multiple locations, and a vertical line was going through one of the screw fittings of the front enclosure. These observed physical damages appeared as characteristic of harsh impacts due to user mishandling. The front enclosure was last replaced in 2023 during the service performed at zoll. The damaged covers were replaced to address the observed physical damages. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported complaint date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The failed load cells were replaced to remedy the fault. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. Subsequently, the autopulse platform passed a functional test using lrtf (large resuscitation test fixture) with known-good batteries for 15 minutes with no problem. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the autopulse platform with serial number (B)(6) . Ccr 78321 was reported for ua07 on 19 september 2023, and one of the load cells was replaced to remedy the fault.

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.